Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600mg/dl with high ketones. Reportedly, the cause of elevated bg level was the customer's non-tandem continuous glucose monitor was not working, and customer did not manually check bg levels. Bg was treated with intravenous fluids. Reportedly, customer left the emergency room with customer in stable condition (bg in the 200's mg/dl).